Event description:
The rptr stated that back to back (rapid succession) blood glucose tests were done meter readings were 295, 187 and 250 mg/dl. The rptr did not have any symptoms. A control test result was in range, 141 (101-152). During troubleshooting, it was not clear whether or not the rptr had inserted the test strip correctly. The rptr had never cleaned the meter. On follow-up, the rptr stated that the confirmation dot is checked for enough blood. No harm was alleged.